Manufacturer narrative:
A partial lead with connector end measuring 20.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead exhibited increased pacing lead impedance and increased threshold. Patient was scheduled for lead replacement. Lead was stuck during the explant, so the physician capped and replaced the lead on 12/5/2018. Patient was stable throughout the event.